Event description:
It was reported that the atrial lead exhibited low lead impedance and oversensing caused by noise. Review of the provided fluoroscopy did not show any visible anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.